Manufacturer narrative:
H6: investigation summary since no samples displaying the reported condition were received and the issue is likely related to customer awareness corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least one syringe integra 3ml w/ndl 23x1 rb experienced needle breakage. The following information was provided by the initial reporter: one of my patients needs the bd integra syringe to take his medication. It's been a few times that the needle breaks as soon as he injects himself and he lose it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one syringe integra 3ml w/ndl 23x1 rb experienced needle breakage. The following information was provided by the initial reporter: one of my patients needs the bd integra syringe to take his medication. It's been a few times that the needle breaks as soon as he injects himself and he lose it.